Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm alarms and motor error alarms during displacement test and motor position encoder error alarms confirmed in history file due to motor excessive axial play. The insulin pump was unable to perform displacement test due to excessive motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they had a compromised force sensor system alarm and a motor position encoder error alarm in the alarm history. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump alarmed compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.